Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely depressed valproic acid (valp) result obtained on a dimension exl 200 instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Quality control was within range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. The instrument hardware was inspected and the ultrasonic board and the reagent arm 2 mixer transducer was replaced. Replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. Precision testing was completed following the hardware maintenance recovered acceptably. The instrument is operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed valproic acid (valp) result was obtained upon auto-repeat of a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample had resulted higher previously but was not reported. When the same sample was reprocessed on the same instrument, results lower and higher than the original result were obtained. The sample was sent to an alternate lab and tested on an unknown instrument and a result consistent with the original result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed valp result.